Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused two cysts on the ovaries, congestion and a tumor on the pelvis wall. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam. The patient has alleged to experiencing two cysts on the ovaries, congestion and a tumor on the pelvis wall. The patient reporting that they have been experiencing severe chest congestion and daily headaches, developed 2 cysts on their ovaries, tumor on their pelvis wall, liver issues, and developed asthma . Based on information available at the time of this review, there is no allegation of any serious injury, the reported event that the customer developed 2 cysts on their ovaries, has a tumor on their pelvis wall, has liver issues, and developed asthma and its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b1, g3 and h1 was corrected/updated to reflect the change from a harm to no harm and new bad. Section h6 was updated with the appropriate health effect clinical code and health effect impact code.